Event description:
The customer reported that she had 3 incidents of hospitalization due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer reported that she is no longer on the insulin pump and she has not returned anything. Customer stated she stopped using the insulin pump and the sensor and is currently on manual injections. She gave herself 25 unit boluses and was advised to go to the hospital. Customer was wearing the insulin pump at the time of ER visit and hospitalization. Customer stated that the hospital took off the insulin pump and started giving her insulin shots. Customer decline to provide the insulin pump serial number. Customer does not know if she will continue to use the insulin pump stated she has a lot of health complications that contributed to high blood glucose. Customer stated will wait for her doctor's advise. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).